Event description:
Manufacturer received a letter from an insurance carrier indicating that they had been advised that a consumer fell and received injuries while using the aluminum crutches. No claim of malfunction or product defect was indicated. Only that the crutches caused the person to somehow fall. Information received recently indicated that the fall allegedly resulted in a fractured wrist. User's medical condition and overall stability at the time of the event are unknown.